Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed. Visual inspection it was noted that the drive geometry at the distal tip of the returned ar-9625 had broken. No fragments were returned for inspection. It was not indicated if a torque-indicating adapter had been used with the device. A probable cause is attributed to over-torquing/over-engaging the driver within the screw head.

Event description:
On 08/19/2022, it was reported by a sales representative via sems that a ar-9625 hex driver is broken. This was discovered during an unspecified time, with no patient effect reported.